Event description:
It was reported that a patient experienced peritonitis manifested by severe abdominal pain, discomfort, and cloudy effluent coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was reported to be reuse of a disconnect cap. The patient was hospitalized and treated with vancomycin, ceftazidime and gentamycin (doses, frequencies and routes not reported) for the event. Treatment was eventually discontinued and the patient was discharged from the hospital. The patient later experienced recurrent peritonitis and was re-hospitalized for the event. Dianeal therapy was discontinued and the patient was placed on hemodialysis. The patient was treated with tobramycin (dose, route and frequency not reported) for the peritonitis. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product in which a patient reused a minicap, resulting in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to discard used minicaps after removing them from the line. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.